Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt was trying to adjust therapy and their controller said battery low change battery soon for controller. Nothing was plugged into the controller. The pt took the controller battery out and put in aa batteries, then they got a message that said replace battery. The pt had to turn stimulation down at night otherwise they would get zapped from their toes to their chest; then in the morning they turn stimulation back up. During call pt reset the controller and the controller battery was at 50% and the ins was at 80%. The pt then attempted to recharge the implantable neurostimulator (ins) and they got recharging excellent. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they met with their manufacturer representative (rep) and they reprogrammed their unit. The issue was that they were not zapping and they feel all the pain they had before the implant. The patient stated that the issue has been resolved and that as of now, the implant is working like it did before the issue. The patient stated that there is a problem when they are charging, the controller will tell them to replace the batteries. Yet, when they do this, they get a message to replace the manufacturer battery. They replace that and it decides to work. The patient called in about this issue and they just reprogrammed the battery. They worry about the time that aa batteries won't work when maybe the battery quit working.